Manufacturer narrative:
Block b3: exact date of event is unknown; therefore, first day of treatment month/year has been selected. Block d4, h4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: rather1, a., rather, a., gardner, k., ghanem, n., katsichtis, t., siegelman, g., mannion1, j. D. Acute kidney injury after colorectal surgery with prophylactic ureteral stents: surgical endoscopy (2024) 38:4245-4250, https://doi.org/10.1007/s00464-024-10941-5 block h6: imdrf patient code e1310 captures the reportable event of urinary tract infection. Imdrf patient code e1906 captures the reportable event of infection. Imdrf patient code e130501 captures the reportable event of renal failure. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf patient code e0514captures the reportable event of thrombosis. Imdrf patient code e061202 captures the reportable event of myocardial infarction. Imdrf patient code e013302 captures the reportable event of stroke. Imdrf impact code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf impact code f12 captures the reportable event of serious illness.

Event description:
It was reported to boston scientific via an article published in the surgical endoscopy journal "acute kidney injury after colorectal surgery with prophylactic ureteral stents." The retrospective cohort study evaluates the influence of stents on the development of aki while identifying independent predictors of aki. A total of two hundred thirty-seven patients with stents were compared to 237 unstented controls, with data collected from august 1, 2016 to december 31, 2022. Urologic surgeons conducted the stenting procedure upon the request of colorectal surgery. Generally, following cystourethroscopy, each ureteral orifice was cannulated using a sensor wire, and an open-ended non-bsc ureteral stent was then advanced to the proximal ureter. Perioperative complications were evaluated; urine cultures and postoperative infections were deemed positive upon the identification of pathogenic bacteria, excluding normal flora. In-hospital complications were gathered from medical records utilizing conduent-midas health analytics solutions (florham park, nj). The complications included respiratory and cardiopulmonary failure and arrest, deep vein thrombosis, myocardial infarction, and stroke. Additionally, 30-day readmissions and length of stay (los) were calculated. The study also examined the percentage of patients who developed aki and assessed long-term renal function. No ureteral injuries were reported during the colorectal surgery. Non-infectious complications encompassed respiratory or cardiopulmonary failure, dvt/pe, acute myocardial infarction or stroke, or cardiac or pulmonary arrest; in-hospital complications included patients with a positive pathogenic culture or non-infectious complications. A patient with one or more in-hospital complications was classified as having a complication. Los was recorded in days (median and interquartile range). In this study, where patients were matched based on risk factors associated with aki, there was no significant increase in aki or even a slight rise in perioperative creatinine levels with ureteral stenting, despite the predominant use of lighted stents and their assessment.